Event description:
It was reported that MRI compatibility guidelines were requested. The area to be scanned was the t-spine. The patient¿s stimulator was removed because ¿it didn¿t work out¿ but the leads remained left in. Three days later, it was reported that the MRI was not performed on the patient and they have not heard anything back from the patient. The MRI was maybe ordered by the orthopedic doctor, but the MRI technician was not sure. It was noted that the patient was not a good historian and the patient was not sure when the implantable neurostimulator (ins) was removed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).